Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the flange, along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of overly loud sound and pain with headpiece placement could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed all of the electrical tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the flange, along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the flange. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.